Event description:
In 2002, the end-user called medtronic minimed and stated that bg's was high and a leak was detected at the soft cannula where it connects to the cannula housing. End-user has had a difficult time removing the introducer needle. The following month, maersk medical a/s received the complaint and 1 used cannula part.